Event description:
It was reported that catheter fracture occurred. The 90% stenosed, 12x3.25mm, target lesion was located in the moderately tortuous and moderately calcified left anterior discending artery. During the percutaneous coronary intervention, an opticross imaging catheter was fractured. The lesion had not been pre-dilated prior to use of the opticross catheter. The device was removed and the procedure completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A kink was observed in the telescope assembly. No other visual damages were encountered upon visual inspection.

Event description:
It was reported that catheter fracture occurred. The 90% stenosed, 12x3.25mm, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. During the percutaneous coronary intervention, an opticross imaging catheter was fractured. The lesion had not been pre-dilated prior to use of the opticross catheter. The device was removed and the procedure completed with another of the same device. No patient complications were reported and the patient status was stable.